Event description:
During cx pci 3.5x18 des easily crossed lesion, however during deployment the balloon would not hold pressure. The balloon was withdrawn easily but the stent came off the balloon and lodged in the proximal cx near the lm. Patient was stable sent to or for CABG.